Event description:
Material no. 367986, batch no. Unknown. It was reported during use of the bd vacutainer® sst¿ blood collection tubes that the sst tops do not have enough pressure to have the blood flow quickly. Some tubes have very less pressure inside and tube does not fill all the way. This occurred on 1000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: sst top does not have enough pressure inside to have blood flow quickly. Some tubes have very less pressure inside and tube does not fill all the way.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, there was no response.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367986, batch no. Unknown. It was reported during use of the bd vacutainer® sst¿ blood collection tubes that the sst tops do not have enough pressure to have the blood flow quickly. Some tubes have very less pressure inside and tube does not fill all the way. This occurred on 1000 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: sst top does not have enough pressure inside to have blood flow quickly. Some tubes have very less pressure inside and tube does not fill all the way.